Event description:
The customer reported the device failed to power up. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported the device failed to power up. There was no impact to the involved patient. A philips field service engineer evaluated the device at the customer site and reproduced the symptom. Replacing the battery pca resolved the issue.